Manufacturer narrative:
Date sent to the FDA: 03/17/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2011. The plastic sheath outside of the mesh was sheared lengthwise in the midsection toward the midline. Another like device was used with no adverse pt consequences.